Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that during a stenting treatment procedure, the catheter was unable to cross the lesion. The 2.75 x 16mm promus element stent delivery system was introduced to treat an unspecified target lesion but was unable to cross the lesion. No patient complications were reported and the patient's status is stable however, device analysis revealed stent damage.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: a visual examination of the returned device found distal stent strut damage as the struts at the distal edge of the stent were elongated distally. Further review noted that the shaft was severely kinked along its entire length. No further damage was noted which could have contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).